Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. There were continuous alarms of placement signal unreliable. Reportedly, troubleshooting was unsuccessful, and the pump placement was aborted. The pump was replaced with another pump which was successfully placed and noted to be functional. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the optical signal issue has been completed. The root cause of the error could not be determined as no product or data were returned. This report is being filed as part of a retrospective review of historical records.